Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-03. H6: investigation summary two unused samples received for investigation, one optima injector and one optima connector. Upon a visual inspection, no damages or anomalies were observed on the samples. Nine retained samples from the same lots were evaluated, and luer lock measured, no damage or defects observed, measurements met acceptance criteria. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. A device history review was performed no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the various tests where the optima injectors n40-o and optima connectors are luer connected to different matting components over multiple penetrations, and engaged/disengagement test were performed, if any incident related to the failure have occurred it would have been detected. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. It should be considered that injector/connector separation failure mode is a dry disconnect which prevents leakage by design. It is recommended to use the optional m25-o clamp to avoid dry disconnects during use. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported two bd phaseal optima injectors had loose injector/separation of injector and mating components. The following information was provided by the initial reporter: "rn entered patient room to troubleshoot and observed that the closed system transfer device had become disconnected between the injector and connector portions. Both portions of it were still secured on patient line and end of IV line. Rn cleaned the connector portion and reattached securely and taped connection (infusion clamp was not used). Approx 60 minutes later about an hour later the pump rang downstream occlusion again and the connector/injector was again disconnected despite being taped."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two bd phaseal optima injectors had loose injector/separation of injector and mating components. The following information was provided by the initial reporter: "rn entered patient room to troubleshoot and observed that the closed system transfer device had become disconnected between the injector and connector portions. Both portions of it were still secured on patient line and end of IV line. Rn cleaned the connector portion and reattached securely and taped connection (infusion clamp was not used). Approx 60 minutes later about an hour later the pump rang downstream occlusion again and the connector/injector was again disconnected despite being taped."